Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a collamer single piece lens, +17.5, in the patients eye. The lens was explanted due to being too large and was replaced with another same type lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in lens vial. Visual inspection found the lens torn into four pieces. H6 - work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).